Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. It was determined during troubleshooting that the pump settings were incorrect, which may contribute to the pt's low blood glucose readings.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012 . Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The pt's mother alleged that the pt programmed the pump by herself and had several low blood glucose levels (as low as in the upper 30 mg/dl range). She said the pt treated herself without any assistance. The pt reportedly was numb around her mouth but did not suffer any severe symptoms. She thought the amount of insulin programmed is too high and there doesn't ever appear to be insulin on board (iob). Review of the pump settings revealed that the pt's nighttime blood glucose target was set to 100 +/- 10 mg/dl instead of 120 +/- 10 mg/dl and had programmed her insulin sensitivity factor to 1 unit :6 mg/dl instead of 1 unit:30 mg/dl. The iob duration was set to one hour. The incorrect settings as programmed by the pt cause over delivery of insulin.